Event description:
It was reported that the pt was admitted to the hospital due to an unrelated medical procedure. Following the medical procedure, the pt's device "went up really high." Before the medical procedure, the pt's device was turned down "4 or 5 notches" below 1.6. After the medical procedure, the device was up to 2.5 and causing pain. The pt "has no feeling and cannot tell setting." Additional info is being requested from the hcp.

Manufacturer narrative:
(B) (4).